Manufacturer narrative:
The device was evaluated and found to be operating within specification. The event log was reviewed and no alarms were recorded during the treatment the alleged incident occurred. A root cause of failure could not be determined.

Event description:
Home patient reports quantum device filled with 3l of solution prior to the scheduled drain phase. Patient previously filled with approximately 3l, therefore, the patient reported that he has approximately 6l of total fluid. Patient manually drained out 3l of fluid after discovering event. There was no patient injury associated with this incident nor was there any medical intervention.